Manufacturer narrative:
Concomitant medical products: 693352 lead, implanted (B)(6) 1994 6966110 lead; 6963 lead, implanted (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to right ventricular (rv) lead fracture. The lead was initially aborted and replaced. Subsequently, the lead was explanted. No further patient complications have been reported as a result of this event.